Event description:
It was reported that the implantable cardioverter defibrillator (ICD) exhibited a failure to interrogate due to no radio frequency (rf) telemetry. The ICD was reprogrammed via a cybersecurity upgrade and telemetry was restored. There were no reported patient symptoms or consequences.